Event description:
Patient reported "chest pain" and "implant rupture". Later healthcare professional reported "chest pain" and "implant rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Clarification to b3: partial date reported: "in 2018, I had breast augmentation with allergan implants. After 7 years, I started experiencing chest pain, and examinations revealed an implant rupture". A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo evaluation: visual analysis of the photographs identified: rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Chest pain: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed.